Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional isi fse investigation has not been completed, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable error pointing to the auxiliary video board (avp). The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to power cycle the system; however, the issue persisted. The site converted and completed the procedure using open surgical techniques. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the avp board to resolve the issues. System was tested and ready for use. Intuitive has received the unit associated with this complaint and completed investigations. The reported failure mode was confirmed. The avp was installed and tested in the pca test system. Start up failed. The remote service configuration was grey out. The avp could not be programed. Test at the bench and the sub power supply has failed, the board needs to be upgraded to -09. Upgrading will replace the sub-power supply and fix the board.